Event description:
It was reported that during the implant procedure when advancing the lead through the vein the helix was noted extended. After manipulation with the helix extension tool the helix was retracted. Thereafter attempts were made to position the lead however the helix would not extend. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned and analyzed. There were no anomalies found however there was blood in/on helix/lobe mechanism noted.